Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen display after installing a new battery for previous frozen display issue. Customer¿s blood glucose level was unknown. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan until replacement arrived. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No frozen screen, full black screen, missing segment/partial display anomaly noted during testing. (B)(4).